Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the issues have been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported never having received the therapy manual/guide. A return of symptoms was also reported. This was happening daily and no trauma/falls were related. This had happened gradually. She had to go to the bathroom every 20 minutes to half hour. She was able to use the patient programmer (pp) to verify that she was on program 4 at 3.0 volts. She noticed that stimulation was not on by noting that the lightning bolt was not in the upper left hand corner. She was able to turn stimulation on and then stated it was too strong. She decreased to 2.8 volts and it was noted to be comfortable sitting, standing, and walking. She was aware to decrease stimulation if it became too uncomfortable. Additional information received from the patient reported that the device was not working properly. Additional information received from the patient reported that she never received the patient therapy guide. It was then reported that she had a return of symptoms and increased stimulation to 3.2 volts on (B)(6) 2016. She had another return of symptoms on (B)(6) 2016. The patient was advised to sync with her pp and it was found that stimulation was off. No emi had occurred recently. It was reviewed that some patients accidently turn stimulation off and the patient was adamant she had done nothing to turn stimulation off. She turned stimulation back on and confirmed that she felt stimulation. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if it was resolved.

Manufacturer narrative:
(B)(4)